Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out-of-range pace and shock impedance measurements. There was also intermittent high thresholds and oversensed noise. The lead was capped during a device downgrade procedure. No adverse patient effects were reported.